Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development investigation was performed. The returned instrument was inspected at customer quality and the complaint was able to be confirmed. The blade/screw guide sleeve was received with deformation along the proximal cannulation likely from incorrectly aligning and forcibly inserting the 03.037.024 blade inserter. The outer diameter was measured to conform to the specifications. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The 03.037.017 blade/screw guide sleeve is instrument routinely used in the tfnadvanced proximal femoral nailing system. Relevant drawings for the returned instrument were reviewed. Although the definitive root cause could not be determined, the damage is consistent with incorrectly aligning and forcibly inserting the 03.037.024 blade inserter. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.037.017, lot# 9590747. Manufacturing location: (B)(4), manufacturing date: jul 31, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. However, a further review has shown that the device is blocked in the erp system under delivery stop. This delivery stop was initiated after manufacturing because during a demonstration it was detected that the product sleeve is unable to go through accurately. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, during a trochanteric fixation nail advance (tfna) procedure a blade/screw guide sleeve that fits inside of another sleeve would not fit. The surgeon tried to bang it down into place, but it would not fit. There was another set opened and it was used with no difficulty. During the same procedure, the surgeon drilled a hole into the distal lobe. While putting the screw in, it was noted that the screw wasn¿t advancing. The surgeon put pressure on to make the screw advance, which caused the screwdriver to strip. There was another screwdriver in the set that surgeon used. The surgery was completed successfully with no delay or patient harm. Concomitant devices reported: screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) guide sleeve. This is report 1 of 1 for (B)(4).